Event description:
During ep procedures we use cardiolab for visualization of the catheters placed within the heart and to document events of the procedure. During this case while pacing for the ep study portion of the atrial fib ablation, cardiolab displayed message of session timed out. When this message was clicked off we were not able to have any response from cardiolab (system frozen) including not being able to pace through the micropace system. Shutdown of system was performed with additional error messages which would not allow us to utilize the system. Biomed was notified; when arrived a second shutdown of the system was performed and the system was able to be utilized appropriately. Approximate time of inaccessibility to cardiolab system was from 1150 to 1215. Patient was on an additional piece of equipment called carto which also allows the heart catheters to be visualized.